Event description:
On december 16, 2015, a dentist reported a case of a (B)(6) male patient who required endodontic treatment of tooth #18. This tooth had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec which was seated on (B)(6) 2013. The tooth had a large filling with decay underneath it prior to placement of the lava ultimate crown. The dentist stated that the onlay had leaked and the root canal was performed on (B)(6) 2013.